Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. The user successfully primed the tubing to remove air bubbles. Additionally, it was reported that the user did not see insulin drops out of the end of the tubing during fill tubing and that the insulin "recedes". The user changed the cartridge as well as the tubing twice and continued to experience fill tubing issues. The user's blood glucose level was as high as 225 mg/dl. Reportedly, the user reverted to alternate insulin therapy. A follow up from a clinical diabetes specialist on (B)(6) 2017 confirmed that the user started back on the pump and stated that everything "should be all good".